Event description:
Ous MDR - after an estimated implantation period of about 88 months, a sudden rise of shock impedance to 150 ohm was reported. The implant and event dates were not provided. There was no indication this device was explanted or capped. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analyzed. The available data confirmed an out-of-range shock impedance on the right ventricular lead as mentioned in the complaint description. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.